Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
When attempting to cross a re-occluded stent (xpert/abbott) that was located in the right popliteal artery with this catheter, the tip of the catheter became stuck in the stent. The physician attempted to disengage the catheter by rotating, pushing and pulling the catheter. While doing so, the physician saw the stent crushing on one side. After using extra force the physician was able to pull the catheter free, but the tip of the catheter separated and remained in the mesh of the stent. The patient is a female. This vessel had already occluded in 2006 and then treated successfully with an xpert(abbott) stent. This stent has now re-occluded. The physician used an antegrade approach from right groin with a 4f terumo sheath to the re-occluded right popliteal artery. The physician used a v-18 boston guidewire to cross the occlusion and was successful. The repair the crushed stent, the physician placed another xpert stent over the already implanted stent to reopen the crushed part of the stent and to fix the broken catheter tip between the stents and the vessel wall. The intervention was concluded successfully by lysis of the occlusion with urokinase and a dilatation of the vessel with a 3 x 5mm balloon and the result was satisfying.